Event description:
It was reported that this pulse generator (pg) was revised due to migration. Pg pocket revision procedure was completed successfully. All electrical measurements were within specifications. Device currently remains in service. No adverse patient effects were reported.